Event description:
A technician reported that one month following bilateral lasik surgery, the pt was diagnosed with corneal staining and dryness in both eyes. The pt reported discomfort and vision not as "crisp." The pt was already using artificial tears and was prescribed an additional eye medication to treat the dryness. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Attempts to obtain additional info were made. No new info has been received. (B)(4).